Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that technical services received a call from the patient stating that approximately 23 years post implant of this aortic mechanical valve one of the leaflets was not closing and the patient underwent surgery to repair this. An arterial catheter was inserted and used to free the valve. Post surgery the valve is working appropriately and the patient has had no additional adverse patient effects.